Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e112 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. This assessment is based on information available at the time of the investigation. The analysis of the returned photo is still in progress. A supplemental report will be filed when the analysis of the photo is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a leak during a treatment. The customer stated that during the buffy coat collection (after the elutriation phase) the tubing around the fourth pump "broke clear off." The customer reported that they aborted the treatment with no blood/product returned to the patient. The customer stated that the patient was receiving a blood transfusion in order to make up for what the patient had lost. The customer reported that the patient was in stable condition. The customer stated that there were no alarms during the treatment, or any sign that there was something wrong. A photo was submitted for investigation.

Manufacturer narrative:
A photo was returned for analysis. An evaluation of the photo confirmed the leak as there was blood pooled around the pump tubing organizer (pto), however the exact location of the leak could not be determined based on the available information. It is possible that the tube was either broken within the pto or it was removed from the t-connector within the pto, however a root cause could not be determined based on the information provided. A review of the device history record found no related nonconformances. The kit lot had passed all lot release testing. (B)(4). Device not returned to manufacturer.